Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2014 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and competitor cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2019 indicate the patient received a right total knee revision due to pain, osteolysis and tibial tray loosening. Upon entering the joint, significant inflammation was encountered. The tibial component was grossly loose at the cement to implant interface. A large cyst was noted within the tibial metaphysis. The femoral component and insert were removed without allegation of deficiency. The patella was not revised. Depuy cement x2 and depuy implants were utilized at revision. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2014. Dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot device history record (DHR) review was conducted previously on legacy complaint (B)(4). The review did not reveal any manufacturing deviations or anomalies that would have contributed to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.